Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 9 samples from the same patient tested with thyroid assays on the cobas 8000 e 602 module. The following assays were affected: the elecsys tsh assay, elecsys ft3 iii, the elecsys ft4 assay, and roche diagnostics cobas elecsys anti-tpo. Roche manufactures two ft4 assays, the elecsys ft4 ii assay and the elecsys ft4 iii assay. It was asked, but it is not known which specific ft4 reagent was used. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay, refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay, and refer to the medwatch with patient identifier (B)(6) for information related to the anti-tpo assay. The serial number of the e 602 analyzer is (B)(4).